Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that the implanted aneurx stent graft migrated into the aneurysm sac. It was reported that in 2004 another MFR's bifurcated stent graft was implanted inside of the previously deployed aneurx stent graft. The physician was unable to advance the wires down the limb. The physician elected to convert the stent graft to an aorta-uni-iliac device. The pt tolerated the procedure well, with no additional clinical sequelae reported.